Manufacturer narrative:
Evaluation summary: the stem was returned for evaluation. X-rays were not returned for evaluation, so the fit and orientation of the acetabular and femoral implants could not be evaluated. Surgical notes were not provided. It is not known whether the surgical technique was followed for implantation of femoral components. Instrumentation used is unk. Pt factors that may affect the performance of the components such as height/weight, bone quality, activity level, and type of activity are unk. Based on the above mentioned information and observations, thigh pain may be due to one or a combination of the following: micro-motion between the implant and bone; excessive stress transfer to the femur; pt factors such as height/weight, bone quality, activity level, and type of activity. However, the exact root cause cannot conclusively be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to anterior thigh pain.